Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ functional mitral regurgitation, history of heart failure and esophagectomy for a mitraclip procedure. There was difficulty with imaging throughout the procedure due to the esophagectomy. After the clip was placed, during establish the final arm angle (efaa) testing the clip opened. There was no change in the reduced mr and troubleshooting was performed successfully, so the clip was deployed. After deployment the clip relaxed slightly, but it did not increase the mr. The final mr was grade 2+. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip open during efaa was unable to be determined. The reported difficult imaging was due to patient condition. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a